Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date, the device was programmed to deliver morphine 200mg/100ml. No specific programming parameters were provided. After an unspecified length of time, the patient was found unconscious with snoring respirations. The patient was also pale, cool and clammy. The patient was treated with an unspecified concentration of narcan and the patient responded. The customer contact indicated there was 174mg of morphine that was unaccounted for from a 200mg bag. The pump was removed from clinical service. There were no reported adverse patient sequelae. During testing at the user facility the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.